Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, bench handling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The accessories were not returned for evaluation. The processor/bridge/pace board, the ECG board and a system interconnection flex cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed the self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.